Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneursym in 2000. Aneurysm diameter and vessel morphology at time of implant were unknown. It was reported that the pt was lost to follow-up because pt refused treatment. The pt presented in 2003 with a ruptured aneurysm and the aneurysm diameter was reported to have increased to 7.5 cm. The stent graft was successfully explanted and the explanting physician confirmed there was vigorous back bleeding from 2 lumbar arteries. No clinical sequelae were reported, and the pt is reported to be fine.